Manufacturer narrative:
Follow-up # 1 (07/18/2014) -device evaluation: the lay user/patient¿s product(s) has been returned and evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error4 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.